Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the insulin pump at night. Customer was not getting enough insulin. Customer stated that sometimes he wakes up with a blood glucose of 400 mg/dl at times. Customer wants a new pump. Customer stated that he did not have time and will call back later.